Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. There was no reported device malfunction. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a coil embolization of a brain aneurysm, arteriotomy closure of the right common femoral artery was thought to have been achieved using a starclose se device. Initial percutaneous cannulation of the right common femoral artery was reportedly not difficult and did not require multiple punctures. Prior to the procedure, a skin nick was performed and spread through all of the layers of the skin and tissue. Reportedly, there was no resistance or difficulty encountered during device insertion. During thumb advancer deployment there was no resistance encountered as the device was held in-line with the tissue tract to maintain a straight flex-guide. The device was raised from 45 degrees to 60-75 degrees prior to clip deployment. During clip deployment, the device was stabilized with the left hand and contact with the artery was maintained. The starclose se clip deployed successfully. Hemostasis was thought to been achieved completely with the starclose se clip without requiring manual compression or adjunctive compression to express blood from the tissue tract. While in recovery, the patient was reportedly straining excessively during a bowel movement and had retroperitoneal hemorrhage. Blood products were given and surgical consult obtained; however, the patient expired two days later. The physician believed the excessive straining during a bowel movement immediately after the interventional procedure caused the retroperitoneal hemorrhage. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.